Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported phrenic nerve damage remains unknown.

Event description:
Following an atrial fibrillation ablation procedure conducted on (B)(4) 2022, on the following day the patient experienced dyspnea, chest tightness, and diaphragmatic paralysis. The diaphragmatic paralysis was noted to be a result of phrenic nerve damage. The patient was treated with medication and physiotherapy and was noted to be stable. There were no performances issues with the ablation catheter and nothing unexpected occurred during the procedure.